Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01026. The pt received her scs trial system on (B)(6) 2010. It was reported that the pt was taken to the ER. Follow up with the pt's physician found that the pt had died. The physician reported that the pt was found passed out the day following the implant procedure. The pt subsequently died at the hospital, but he reported that the date and cause of death was unk. The physician stated that he did not have privileges at the hospital; therefore, he was unable to retrieve any info pertaining to the pt's death. No further info is available.